Event description:
Initial info received from a physician on 12-oct-2010: a (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot #2a9033, exp date: 30-sep-2012) for an unspecified indication in the cheek and chin areas on an unspecified date about 7 weeks ago. The physician initially contacted the company requesting info on the delayed reaction of poly-l-lactic acid. He then reported the patient was seen 6 weeks after the injections and had generalized "swelling in maxillary areas" of the face. She was given antibiotics nos for a week and returned to the office on the day of the report. The physician stated the swelling appears to be getting worse and "is on top of the sinus area under the lower lip now". Concomitant medications and medical history were not provided. No further relevant info reported.